Event description:
It was reported that the surgeon implanted a micl 12.6 implantable collamer lens on (B)(6)2007. The patient post-treatment follow-up form at 36 months was received and the patient stated "left eye becoming cloudy". Further information was requested from the physician. If any additional data is retrieved, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4), cloudy vision, (B)(4): evaluation results: a work order search was performed and there were no similar complaints found. Conclusion (no conclusion can be drawn): based on the complaint history and work order search, an specific root cause of the event could not be determined. (B)(4).